Event description:
The device was implanted in 2001. In 12/01, the facility's lvad coordinator informed the MFR of the following: the pt was living at home on the ve lvad. Pt was being seen twice a month at the clinic and pt was noted to be losing weight. In 2001, pt presented at the clinic and had lost another 5 pounds. Was exhausted and the pump sounded weird. The pump was in auto mode with a rate of 110-120bpm and flows of 91/min. The pt was switched to a fixed rate mode and admitted to the ICU. An echo was performed and inflow valve incompetence was confirmed. The pt also had a swan. The pt was stabilized and placed on a step down floor in 4/02, during a review of the device tracking system, it was noted that this pt had received a pump replacement and as a result, the MFR's mgr. Return product analysis attempted to contact the facility for add'l info. On 4/02, the facility's circulatory support staff informed the MFR of the following: the pt had a pump pocket infection in addition to inflow valve regurgitation. As a result, the pump pocket was drained, the fluid was cultured and they elected to exchange the pump due to the infection. The pt died a few weeks after the pump exchange (date not specified). No further details were provided.